Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, dizziness and/or headache. There was no report of serious or permanent patient harm or injury. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, dizziness and/or headache. There was no report of serious or permanent patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings, dust/calcium was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and the unit was scrapped. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.